Event description:
It was reported that during a third attempt to deploy a stent graft to a left forearm access graft, venous side, the doctor went sheathless using the same .035" hydrophylic guidewire as the first two attempts and he met a tremendous amount of resistance. A lot of force was needed, but stent graft did deploy. It was reported that the doctor was having a difficult time removing the catheter, so he pulled the wire and the catheter out together. It was then discovered that the inner catheter of the sheath used in the first attempt had broken off and was still on the wire, along with a piece of the third inner catheter that had also broken off and was overlapping on the first broken piece.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The saftey blister was missing. The system was completely released. The tuohy borst adapter was closed and detached from the female luer lock. The sheath was kinked. The sheath was slightly jolted in the transparent area. The distal spring cap was missing. The inner catheter was not visible. The complaint for the tear off of a distal segment of the inner catheter is confirmed. The root cause for the tear off cannot be determined as the guide wire used and the detached segment of the inner catheter were not available. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.